Event description:
It was reported that a user of the ilet experienced fluctuating blood glucose with episodes of hypoglycemia and morning hyperglycemia, expressed concern about frequent lows, and described pausing the system or overtreating, followed by recurrent low glucose; no alarms were reported and the user used oral glucose for treatment. Symptoms included hypoglycemia. Outcomes included troubleshooting and education on low treatment, snack and meal announcements, and encouragement to contact support when frustrated. Investigation included case review and user education. Investigation of this case revealed no device alarms or malfunctions and suggested user management factors such as pausing and overtreatment contributed to the lows, with no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.